Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. It was noted on (B)(6) 2014 that this lead had high pacing threshold of 5v and output was reprogrammed to 6.5v at 2ms. Patient has been sent for an x-ray - not sure of where and when this is taking place. Patient was asymptomatic to the situation and has a good heart rate histogram. The physician is dr. (B)(6). The healthcare facility is unknown. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).